Manufacturer narrative:
Inspected one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Performed the manual prime, and the fluid went through the infusion set and out the catheter tip. Conclusion: the reservoir was not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported a no delivery alarm. The customer's blood glucose was 144 mg/dl. Troubleshooting found insulin was not able to exit from the tubing. Insulin was able to exit from the tubing when the customer manually pushed the plunger. The customer stated the insulin pump did not alarm no delivery with a manual prime. No additional information provided.